Event description:
Pt with ischemia of lower left extremity underwent a peripheral angiogram and a boston scientific apex monorail balloon catheter was inserted. During the retrieval, the balloon detached from the system leaving the actual balloon inside the pt. A snare device was used to attempt retrieval of the partial balloon without success. A second balloon was placed and retrieved with no complications and a stent was deployed. Pt had to return for a subsequent intervention for exploration of left peroneal artery with removal of stent and wire and vein patch angioplasty repair. Exploration of femoral artery with femoral embolectomy, separate incision and completion of second order angiogram.